Event description:
Pt had bilateral breast implantation using surgitek silicone gel filled breast implants in 1983. Right sided rupture necessitated removal and replacement with different implant. Persistent problems necessitated removal of both implants. Upon removal, left implant ruptured.